Event description:
It was reported by service report that the head of the bed will not move; it is stuck in an elevated position. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Lift motor.